Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. The following information was requested, but unavailable: the original complaint submission reported the product code ¿unk_endo linear cutters ¿ echelon¿. What was the specific product code for the complaint device (ec60a, long60a, plee60a, pse60a, etc.)? Is the lot or batch number of the device known? If yes, please provide.

Event description:
It was reported that during an unknown procedure, the stapler was used and fired correctly, but when removed from the patient they could not reopen the stapler. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r5888x. The analysis found that one ec60a device was returned with no apparent damage and with one gst60b cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.